Manufacturer narrative:
The subject device was not returned.

Event description:
It was reported that following use of a microcatheter, an anomaly was noted on imaging. The microcatheter was inspected and it was noted that the distal radiopaque (ro) marker band was missing. The distal tip was intact except for the missing ro marker band. The physician was unable to retrieve the marker band as it had migrated in the patient¿s artery. Some resistance was encountered advancing a coil (subject device) through a second microcatheter and the coil broke as it was being delivered through the stent and into the aneurysm. Several attempts were made to retrieve the coil with snares and a stent retriever. A large portion of the coil was removed with the stent retriever but a small portion of the coil remains in the patient as it could not be removed. There was no immediate patient injury reported; however, the current patient condition is unknown.

Event description:
It was reported that following use of a microcatheter, an anomaly was noted on imaging. The microcatheter was inspected and it was noted that the distal radiopaque (ro) marker band was missing. The distal tip was intact except for the missing ro marker band. The physician was unable to retrieve the marker band as it had migrated in the patient¿s artery. Some resistance was encountered advancing a coil (subject device) through a second microcatheter and the coil broke as it was being delivered through the stent and into the aneurysm. Several attempts were made to retrieve the coil with snares and a stent retriever. A large portion of the coil was removed with the stent retriever but a small portion of the coil remains in the patient as it could not be removed. There was no immediate patient injury reported; however, the current patient condition is unknown.